Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined, however, the isi representative present during the event stated that throughout the procedure, the monopolar curved scissors instrument with the tip cover accessory installed were being compromised due to the movement of the patient's large organ. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately one hour during a da vinci s hysterectomy procedure, the surgical staff witnessed an arc of energy from the monopolar curved scissors instrument with the tip cover accessory installed, to the patient's uterus. No intervention or repair was required as the uterus was being removed. Approximately 2 hours later in the procedure, the surgeon decided to convert the procedure to traditional open surgical techniques due to the patient's anatomy. The procedure was completed and no patient harm or adverse outcome was reported.